Event description:
The resulting flap had a button hole.

Manufacturer narrative:
The device was not evaluated by the manufacturer as the user did not deem it necessary. The operations previous to this incident were uneventful and the operation following this incident were uneventful. No other info was provided.